Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was also reported that the right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a loss of capture. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.